Event description:
New information received notes the patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital with fever and staphylococcus aureus infection. The pacemaker, right atrial lead and right ventricular lead were explanted and replaced. The patient condition was not provided.